Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization, dislodged cannula and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient went to the emergency room (ER) with blood glucose (bg) values that reached 395 mg/dl. For treatment, the patient was put on intravenous (IV) fluids. The patient was vomiting and had large ketones. The pod was leaking and the cannula was reported to have dislodged from the infusion site. The pod was worn between 36 and 48 hours on the hips/buttocks. The patient was still at the ER.